Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 230-280 mg/dl for 3-4 days despite changing the infusion set and bolusing through the infusion device. No further info is available. The pt did not require treatment from health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.